Event description:
Boston scientific received information that this device reached elective replacement time (ert) one month earlier. Two months earlier, battery status was good. Minute ventilation and auto capture features were programmed on. There was concern the device reached ert earlier than expected. A review of the data revealed impedance changes had occurred. The patient with this device is in atrial fibrillation and has numerous atrial tachycardia response episodes. A replacement procedure is intended and the device will be returned for analysis. No adverse patient effects were reported.

Event description:
Additional information was received. A replacement procedure was performed. This device was removed, replaced and returned for analysis.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon removal and return, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. In addition, it was determined that, although this device experienced normal battery depletion, it declared ert earlier than previously estimated. This estimation is calculated based on several factors and results may differ slightly among longevity estimate tools. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices.